Manufacturer narrative:
The patient reported skin irritation on (B)(6) 2026 while using an epatch device in universal patch configuration (electrode lot # u604232). The patient experienced raised skin and blisters/welts. The patient sought medical treatment and was treated with prescription medication (topical anti-inflammatory). The patient discontinued service due to the skin irritation. The patient reported following the recommended skin preparation steps. The patient has a history of being allergic to adhesives and has sensitive skin. The universal patch was not returned for evaluation. Engineering evaluation was unable to be performed as the universal electrode patch was not returned. The universal patch is single use and disposed after use; therefore, it is not likely to be returned. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factors were identified and/or attributed to electrode skin irritation and associated symptoms. The patient is elderly and over 65 years old and has a history of being allergic to adhesives and has sensitive skin. The product labeling advised patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
The patient reported skin irritation on (B)(6) 2026 while using an epatch device in universal patch configuration (electrode lot # u604232). The patient experienced raised skin and blisters/welts. The patient sought medical treatment and was treated with prescription medication (topical anti-inflammatory). The patient discontinued service due to the skin irritation. The patient reported following the recommended skin preparation steps the patient has a history of being allergic to adhesives and has sensitive skin.